Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Surgeon is noticing a halo around the device on MRI scans. Patient appears to be having an allergic reaction. Patient had discomfort and swelling, mris ordered. Patient is being monitored.